Event description:
While attempting to defibrillate a pt with a pulseless v-tach rhythm and electrodes attached, the device charged up to the selected 50 joules, but would not allow discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.